Event description:
It was reported that during a prostate enucleation procedure, after approximately five minutes of use, the fiber released a spark and burned the gaiter of the doctor when it fractured. The blast shield had no damage. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of the returned fiber at the quality assurance laboratory, a technical evaluation was performed. Visual inspection of the device identified that the fiber body was fractured into two separate pieces, confirming a physical break consistent with the reported event in which a spark was released and the fiber fractured during use. No damage to the blast shield was observed. The procedure was completed using another fiber, and no patient complications were reported. A review of the device history record (DHR) and product record review (prr) did not identify any manufacturing anomalies, and the observed failure mode was not unanticipated or new. The condition observed is consistent with a fiber body break, which may occur if the fiber is damaged or kinked during setup or handling and subsequently fully fractures once laser energy is applied during the procedure. Labeling review confirmed that the instructions for use (IFU) instruct users to inspect the fiber for kinks, punctures, fractures, or other damage prior to use, and warn that a damaged fiber may cause accidental laser exposure, injury to treatment room personnel or patients, or fire hazards. Risk management documentation confirms that fiber break is a known and evaluated hazard, and this event has been accounted for in the product risk analysis to support an acceptable risk benefit profile. Based on the physical evidence and information available, the reported failure was confirmed and is most consistent with a component failure occurring under procedural conditions during setup or use, without indication of a design or manufacturing defect.

Event description:
It was reported that during a prostate enucleation procedure, after approximately five minutes of use, the fiber released a spark and burned the gaiter of the doctor when it fractured. The blast shield had no damage. The procedure was completed using another fiber without patient complications.